Event description:
Probe passed pretesting. Probe placed in patient and procedure began. Noticed ice on the shaft, physician continued procedure. After 8 minutes frost became thicker and physician began to put warm saline on the needle. Cryo technician asked physician if he would like to change out the needle and the physician declined. Probe thawed and second freeze cycle started using the same needle. The physician was able to visualize the ice ball on CT. In second freeze, dripped saline throughout. Small amount of ice formed where needle/handle come together. Thawed long enough to remove probe. Physician examined puncture site and did not indicate any irritation. Case completed and patient sent to recovery. On (B)(6) 2012, physician called and reported slight injury to the skin site.

Manufacturer narrative:
Incident occurred during procedure. Physician continued procedure and used warm saline throughout procedure. Initially no injury reported. On (B)(6) 2012, physician called to report a slight injury to the skin site. On (B)(6) 2012, communication was received that the physician indicated "the patient is doing alright". Probe received and evaluated. Investigation confirmed the reported issue of shaft frosting. Frosting was due to a vacuum sleeve failure.